Event description:
The customer states back to back readings of 215 mg/dl on her meter and 97 mg/dl on her doctor's meter. No treatment was received due to the suspect reading and the customer states she is fine. Return requested and replacement was sent.